Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('perforation') and device dislocation ('migration') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and thrombosis ("clots"). The patient was treated with surgery (tah/ bso (interpreted as total assisted hysterectomy/ bilateral salpingo-oophorectomy )). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, female sexual dysfunction, migraine, nausea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and thrombosis had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, thrombosis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has received treatment for migration, bleeding, perforation and pain. In pfs it was reported that patient have poke through my ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), clots, did not undergo confirmation test. Outcome of event pelvic pain, genital haemorrhage were updated. Aka name were added. On 2-apr-2020: mr received: reporters were added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (tah/ bso (interpreted as total assisted hysterectomy/ bilateral salpingo-oophorectomy )). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff has received treatment for migration, bleeding, perforation and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received: previously reported event ¿injury nos¿ replaced with ¿pelvic pain¿. New events added: fallopian tube perforation, uterine perforation, device dislocation and bleeding. Reporter and patient demographics were added. Updated suspected drug indication and essure device explant date. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), uterine perforation ('perforation') and device dislocation ('migration') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and thrombosis ("clots"). The patient was treated with surgery (tah/ bso (interpreted as total assisted hysterectomy/ bilateral salpingo-oophorectomy )). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, female sexual dysfunction, migraine, nausea and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and thrombosis had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, thrombosis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has received treatment for migration, bleeding, perforation and pain. In pfs it was reported that patient have poke through my ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.